Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the device associated with this report was returned for analysis. The analysis of the returned parts confirmed the reported issue. Both returned instruments had deformed springs, most prominently the left spring (when viewed from the posterior side). The status of these springs appeared to impact the orientation of the top plate relative to the bottom plate. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: a manufacturing investigation was performed. There were 53 total parts in the lot and inspection revealed no defects or anomalies. Based on the manufacturing rerecords provided, all the parts (53 total) passed visual and functional checks by the manufacturer. Device history review: a manufacturing investigation was performed. There were 53 total parts in the lot and inspection revealed no defects or anomalies. Based on the manufacturing rerecords provided, all the parts (53 total) passed visual and functional checks.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Two each size 4 ligament tensors were found defective upon receipt. The springs are bent and catching on the tray.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.